Manufacturer narrative:
H3: the suspected device was returned for evaluation. Review of the event history log (ehl) showed dso sensor had over 100 downstream occlusions. The downstream occlusion (dso) sensor and seal was replaced. The device was visually inspected. A functional test was performed. The upstream occlusion (uso) was occluded randomly during testing. The uso sensor and seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the device had a lens damaged, front and rear case damage near door. The product fault occurred during testing. There was no patient involvement. The evaluation of the device identifies the upstream occlusion (uso) likely to be occlude randomly during the testing.